Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a shaft break occurred. The target lesion was located in the right coronary artery. The shaft of the flextome cb mr 10/3.50 broke in two places while the device was being removed from the guide catheter (manufacturer unknown), following the procedure. It was noted that the shaft broke outside of the patient; therefore, all parts of the device were successfully removed from the patient. The case was completed with this device. No patient complications were reported and the patient's current condition is ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).